Event description:
This patient had a breast augmentation in 1988 using silicone gel breast prosthesis. She had these replaced with different size implants. Six months ago during a breast massage the patient developed pain in her right breast. Any movement produces pain in this breast. The patient also describes dry eyes and some short term memory loss in the last six months. The patient as a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.